Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when using the specimen removal bag, the bag broke (tore) inside of the patient's abdomen after it had been detached from the ring. A new device was used to complete the case. There was no patient injury.